Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customers blood glucose (bg) was ¿high¿; although specific value was not provided. Customer addressed the elevated bg by a correction bolus via the pump. Ultimately, the customer reverted to an alternate method of insulin therapy.